Event description:
It was reported by the clinician that the hemostasis valve leaked when they were injecting with dye. Additional information received on 07/22/2009 stated that a 6-7 fr catheter was used. Pressure could not be measured as the injection was made by hand. The guidewire was in place. There is no further information available.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.